Manufacturer narrative:
Per additional information received on 5/11/2020, patient is 22 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/27/2020. Device evaluation summary: according to the information received, the breast implant experienced a rupture during surgery. During visual inspection of the sample, a tear was observed on the anterior aspect, measuring approximately 5.4 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel breast implant experienced left sided rupture intra-operatively. The physician stated that when placing the left sided implant in the patient it ruptured during surgery. There was no patient consequence reported. As a result, patient was replaced with a 400cc mentor memorygel breast implant on (B)(6) 2020.